Event description:
It was reported that the 9800 system displayed an overheat error on the c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Based on information found in the debug log, the overload heat condition and overload fail was confirmed. Identified need to replace the x-ray tube. X-ray tube replaced. The system was tested and found to be working as intended and placed back into service.